Event description:
The respiratory care supervisor reported the following: the nurse reported the patient's blood pressure (bp) was 85/51 per monitor at nurses station. The nurse went in to check on the patient and reported the patient appeared apneic. The respiratory therapist happened to enter the patients room at the same time. They attempted to arouse the patient . The patient opened eyes but was not fully aware. The patients oxygen saturation decreased into the low 80s, heart rate (hr) was 60-70 with controlled afib. The nurse auscultated the patients lungs and noted no breath sounds or breath movement. The ventilator was not delivering breaths to the patient. The tidal volume display was reported showing zero and the ventilator was not alarming. The patient was removed from the ventilator and bagged manually at 100% o2. The patients vital signs recovered within 30 seconds, with oxygen saturation increasing to 100% and other vital signs stabilizing at pre-event levels. There was no alarm reported when the ventilator was disconnected from the patient for manual bagging. Emt arrived to transport the patient as was already scheduled to another facility, and continued to bag patient per transport. The patient was stable when transferred, and there was no permanent harm to patient. The supervisor was unsure of the ventilator settings at the time of the event. She reported typical alarm settings that they set are high insp pressure (hip) 60cmh2o, low insp pressure (lip) 10cmh2o, apnea 20-30secs. The manufacturers field service engineer reported visual inspection passed. The service engineer reported testing of the ventilator passed, with breath delivery and alarms functioning during checkout. The service engineer reported the ventilator lip alarm sounded each time the circuit was repeatedly disconnected during testing. The service engineer was unable to duplicate the device reported problem. Performance verification testing was completed and passed to operating specifications.

Event description:
Initial information received (B)(4) 2013 per nursing reported at time of event the patients spo2 decreased with changes in blood pressure and heart rate. Voluntary report # (B)(4) was received (B)(4) 2013 with the following event description per nursing: 'patient on ventilator. Respiratory therapist in room. All numbers on vent went to '0' with no alarm sounding. Patient immediately removed from vent. No issues with patient. Ventilator tagged and removed from unit. Biomed unable to duplicate event. Manufacturer notified.'